Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device alarmed for "low peep" and stopped ventilation during use. The patient has reportedly experienced asphyxia. The operator replaced with a back up device immediately. No patient injury reported.